Event description:
The customer reported that there are 2 patient tiles on the cns that were displaying communication loss. Nihon kohden technical support (tech support) told them to contact their biomed so that they can assist with finding the multiple patient receiver (org) and reboot it. When tech support called back to confirm the status as the biomed had not called us back, the director of the hospital stated that there are not any issues currently at the hospital and does not know of any reports of this issue. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying comm loss on two patient tiles. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) recommended that the customer reach out to the biomedical engineer (bme) for assistance with rebooting the cns. Follow-up attempts to the customer for demographics information resulted in the bme stating he could not provide any information as he is at multiple facilities. Nk ts reached out to the director of the hospital, and they were unaware of the reported issue and stated there is currently no issue. With the information available, it is reasonable to determine the root cause to be the facility's network environment. A review of the serial number history shows no recurrence of reported issue.

Manufacturer narrative:
The customer reported that there are 2 patient tiles on the cns that were displaying communication loss. Nihon kohden technical support (tech support) told them to contact their biomed so that they can assist with finding the multiple patient receiver (org) and reboot it. When tech support called back to confirm the status as the biomed had not called us back, the director of the hospital stated that there are not any issues currently at the hospital and does not know of any reports of this issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Multiple patient receiver: model: ni, sn: ni. Telemetry transmitter: model: ni, sn: ni. Telemetry transmitter: model: ni, sn: ni.

Event description:
The customer reported that there are 2 patient tiles on the cns that were displaying communication loss. Nihon kohden technical support (tech support) told them to contact their biomed so that they can assist with finding the multiple patient receiver (org) and reboot it. When tech support called back to confirm the status as the biomed had not called us back, the director of the hospital stated that there are not any issues currently at the hospital and does not know of any reports of this issue. No patient harm was reported.